Event description:
During a preventative maintenance visit onsite, cynosure field service engineer observed continuous firing with clarity ii. No injuries were reported.

Manufacturer narrative:
To correct the observed continuous firing issue the ferrite coil assembly was updated, the hp was replaced and the software was updated to gui version 1.09, system to version 1.08a, mfc to version 1.04 and hp to version 1.05 with replacement of hp assembly. Following required repairs and updates, the device was found to be working within published specifications. This event is reportable since this is an aro (accidental radiation occurrence) due to device firing unintentionally on its own.